Event description:
Report received of an independent rate change with a heparin drip. It was reported that a pt in the medical/surgical ICU was receiving a heparin drip that was ordered to be infusing at 500units/hour and that there was "a spontaneous rate change" of the pump and the heparin was delivered at 5000units/hour for approx 90 minutes. There was no reported adverse pt event. The infusion was reportedly stopped and the pt's ptt level was reported to be "okay". The pump was never isolated and the serial number was not recorded. Though requested, there was no further info available.